Manufacturer narrative:
Block d2b: the remaining pro code (product code) is fcg; reported here as pro codes (product codes) exceeded the character limit for the designated field. Block g4: the remaining premarket/510(k) are k151315 and k151895; reported here as premarket/510(k) exceeded the character limit for the designated field. Block h6: imdrf impact code f1001 captures the reportable event of absence of treatment.

Event description:
It was reported to boston scientific corporation that an acquire pulmonary needle was used during an endobronchial ultrasound procedure on (B)(6) 2025. Upon unpacking, the valve was broken. The procedure was not completed successfully. There were no patient complications as a result of this event, however it was noted that the patient was hospitalized or their hospitalization was prolonged. Boston scientific has been unable to obtain additional information regarding the details of the hospitalization, despite good faith efforts.